Event description:
It was further reported that the maverick monorail was used for predilatation of an 85% stenotic lesion in the middle portion of the lad coronary artery prior to placement of an express 3.0/12 stent. The physiciain noted contrast leaking out from the inflated balloon under x-ray and suspected a balloon rupture. The patient experienced chest pain during this event so his blood pressure was monitored. The maverick monorail balloon catheter was removed and replaced with an express 3.0/12 balloon catheter to successfully complete the procedure. An 8f introducer sheath (unknown type) and an acs inflation device were also used in this case. Patient status is noted to be 'stable'.

Event description:
It was reported that during a ptca/stenting treatment procedure involving a lesion in an unspecified coronary artery, the maverick monorail balloon was suspected to have ruptured at 12 atm's on the second inflation. (The initial inflation was also to 12 atm's) no patient injuries were reported. A 0.014" choice pt es 182 j guidewire and a 7f fl3.5 guide catheter (type unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are uknown. The procedure was successfully completed. It is unknown what type of stent was implanted and whether the stenting was a planned intervention. No additional information is available at this time.